Event description:
The customer reported an alarm, a frozen screen and unresponsive buttons. The time on the screen was not advancing. Troubleshooting was performed, but the issues were not resolved. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received without any alarms. The pump passed the error test. No frozen screen or beeping unit noted. The insulin pump was received with intermittent button response due to moisture damage keypad traces. Time/clock ok.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.